Manufacturer narrative:
Correction: section h4: device manufacture date: in initial report, the manufacturer date provided was inadvertently reported as 06/17/2017, however the correct date is 03/01/2017. Additional information: manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: based on the information obtained, there is no indication of product malfunction or product deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that patient had a corneal burn on the right eye which required sutures. Patient is stable post-operatively. No additional information was provided. This report is for the handpiece. A separate report will be filed against whitestar, tip and tubing.